Event description:
It was reported that the insulin gauge was inaccurate and that an unspecified cartridge alarm occurred. There was no reported impact to the customer's blood glucose level. Further information regarding the customer or event was not provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned

Manufacturer narrative:
On (B)(6) 2022 the distributor reported the following additional information: a pump history was reviewed, and no alarms were identified. A pump system check was performed, and the pump performed as intended.